Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis investigations confirmed the customer reported complaint "poor engagement of jaw". Failure analysis found the primary failure of severely bent grip tips to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .039" offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode bent-severely instrument grips-tips are typically attributed to the user, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. A review of the instrument log for the medium-large clip applier instrument lot #k10220328 / sequence 0040 associated with this event has been performed. Per logs, the instrument was used for a procedure on the reported event date of (B)(6) 2022 and no subsequent use recorded after last usage. No image or video clip for the reported event was submitted to isi for review. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the ambiguous description of the complaint, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, the probable root cause of the alleged medium-large clip applier jaws poorly engaging is attributed to mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the user observed that the medium-large clip applier instrument jaws was poorly engaging. Unspecified physical damage was noted. Use of the instrument was discontinued. The procedure was completed with no other issue reported. No fragment fell inside the patient and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the user was unable to attach and/or load the clip into the instrument, the tip of the jaw was misaligned and did not fit well.